Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) went onsite to evaluate the device. The fsr  evaluated the device and noted physical damage to the back of the device, which was confirmed by the customer that they damaged it by pushing it into the wall. The fsr attempted to evaluate the device and discovered that it would not inflate his test lung. The device was recommended to be returned for a full evaluation and repair. The fsr could not determine if the failure to inflate the test lung was a result of the reported issue or a result of the physical damage by the customer after the incident. The carefusion failure analysis lab received the suspected device and performed a failure investigation. The reported issue was duplicated in the laboratory setting and is believed to be unrelated to the physical damage sustained to the outside of the ventilator. The root cause of the tidal volume issue was identified to be a failure of the turbine, in which several impeller blades were damaged or unable to move freely.

Event description:
The customer reported that a vela ventilator gave no exhaled volume readings while on a patient. The ventilator was removed from the patient and the patient was placed on another ventilator. The customer performed the leak test while off of the patient and it failed. The customer reported that there was no patient harm or injury.